Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed falsely depressed wbc results on the cell-dyn sapphire analyzer. The following data was provided: 0.32 k/ul (blast flag), repeat on same sample wbc normal result as 6.2 k/ul. There was no impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The incident may have been caused by an obstruction or clogging in the wbc flow pathway, possibly a worn out or crimped peristaltic tubing, and affected sample processing. Standard troubleshooting procedures: backflushing the wbc staging tubing and replacing the peristaltic tubing, resolved the complaint issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.